Event description:
It was reported when using the unspecified bd vacutainer tube the tube was broken. The following information was provided by the initial reporter. The customer stated: "when the nurse applied the blood collection tube, it was found that the tube was broken and incomplete."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.